Event description:
A malfunction alarm was reported with the pump during the loading process, specifically alarm 20, affecting the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite assistance from technical support in loading a new cartridge, the issue persisted, and the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the customer was instructed to revert to multiple daily injections to ensure continued insulin delivery. The customer was guided on how to put the pump into storage mode and was provided with instructions to return the problematic pump using a pre-paid label within 10 days.